Event description:
The pump was received by the bio-med with a note on the pump stating "turns on and off by itself. Non functioning". No clinical contacts or details available. It is not known where the pumps were at the time of the reported event. No patient injury or medical intervention occurred.